Manufacturer narrative:
Per the user guide: check the tubing connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set tubing luer lock became disconnected from the cartridge pigtail luer lock. Blood glucose (bg) was 300 mg/dl. To address elevated bg, customer set a temporary basal rate and changed out the infusion set. Tandem technical support educated the customer on how to remove the air from the tubing.